Manufacturer narrative:
During follow-up, the patient said there were no defects or malfunction with the p14 units.

Event description:
Intermittent catheter patient (user) said he got a urinary tract infection (uti) while using the p14 catheter. During follow-up, the patient said he was prescribed a 10 day course of antibiotic, took the full course, and recovered completely.